Manufacturer narrative:
The product was not returned for evaluation. The user reported a dislodged cannula. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported her blood glucose reached 339 mg/dl less than 24 hours after the pod was activated. There was insulin leaking and blood noted on the adhesive pad. Upon removal she noticed the cannula was out of the infusion site. She may have bumped the pod but was not sure.